Event description:
Our sales rep reported that the tip broke off of a full loop knot manipulator while the surgeon was sliding down to tie a knot. The broken piece of tip was caught on the suture, the surgeon removed the tip from the patient and used another like device to complete the procedure with no reported adverse patient consequences. The sales rep stated that the surgeon may have hit the cannula with the tip of the complaint device at the time it broke. The complaint device is being returned to mitek for evaluation.

Manufacturer narrative:
The complaint device has not been returned till date and there is no further information that would help in the investigation. As reported, it is a possibility the device tip hit the cannula and broke. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our sales rep reported that the tip broke off of a full loop knot manipulator while the surgeon was sliding down to tie a knot. The broken piece of tip was caught on the suture, the surgeon removed the tip from the patient and used another like device to complete the procedure with no reported adverse patient consequences. The sales rep stated that the surgeon may have hit the cannula with the tip of the complaint device at the time it broke. The complaint device is being returned to mitek for evaluation.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however, is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report. Device eval: in transit.